Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. The complaint was confirmed by failure analysis. A review of the provided image was performed and confirmed a broken cable at the distal end.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) steel cable broke. The procedure was completed with no reported injury.